Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that excessive force is required to press the wake button and activate display. Multiple presses are required to activate display and the problem is worsening by the day. The customer's blood glucose level was 108 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.